Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch uni-directional sf catheter and lasso navigational eco catheter. Mapping was being performed with the thermocool smarttouch uni-directional sf catheter and lasso navigational eco catheter. Upon completion of the bipolar map, 2 cardioversions were performed in order to continue the procedure in sinus rhythm. After the 2nd cardioversion, the patient became hypotensive and a tamponade was confirmed. Pericardiocentesis yielded an unspecified amount of fluid. Remainder of procedure was aborted. Patient was reported to be in stable condition immediately after the event. Patient required extended hospitalization for observation as a result of the adverse event. Patient fully recovered. It was noted that during mapping with the thermocool smarttouch uni-directional sf catheter, high force values were observed in some locations of the left atrium. It was also noted that the movement of the catheters were not as smooth as usual, due to the location of the transseptal punctures, and not due to any failure of the catheter mechanism. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Per the event, the catheter was tested for electrical performance and it was found within specifications. Additionally, a deflection and contraction test were performed and the catheter passed. No issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/16/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Two transseptal punctures were performed with a st. Jude medical brk-1 needle. Sheaths in use were a st. Jude medical agilis 8.5 french for the thermocool smarttouch uni-directional sf catheter and a fixed sheath with the lasso navigational eco catheter. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained between 250-300 seconds. Procedure was prolonged by 60 minutes as a result of the event. Webster coronary sinus with auto ID catheter was in the coronary sinus during the adverse event. There is no information regarding shaft proximity interference value. Thermocool smarttouch uni-directional sf catheter was not in close proximity to another catheter thermocool smarttouch uni-directional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17617320l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: webster coronary sinus with auto ID catheter; model #: d-1353-04-s, lot #: 17622427m. Non-biosense webster, inc. - (B)(4) brk-1 needle; non-biosense webster, inc. - (B)(4) agilis 8.5 french sheath. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch uni-directional sf catheter and lasso navigational eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. Mapping was being performed with the thermocool smarttouch uni-directional sf catheter and lasso navigational eco catheter. Upon completion of the bipolar map, 2 cardioversions were performed in order to continue the procedure in sinus rhythm. After the 2nd cardioversion, the patient became hypotensive and a tamponade was confirmed. Pericardiocentesis yielded an unspecified amount of fluid. Protamine was administered for anticoagulant reversal. Remainder of procedure was aborted. Patient was reported to be in stable condition immediately after the event. Patient required extended hospitalization for observation as a result of the adverse event. Patient fully recovered. It was noted that during mapping with the thermocool smarttouch uni-directional sf catheter, high force values were observed in some locations of the left atrium. It was also noted that the movement of the catheters was not as smooth as usual, due to the location of the transseptal punctures, and not due to any failure of the catheter mechanism. It was noted that the patient was in atrial fibrillation during the procedure. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it could have been caused by transseptal puncture, or by the thermocool smarttouch uni-directional sf catheter during the mapping phase (as catheter movement was not as smooth as usual due to transseptal puncture location), or during cardioversion due to possible catheter movement. It was noted that the adverse event occurred during transseptal phase or mapping phase.